Manufacturer narrative:
E1 reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the leak test passed; however, when they tried to simulate a 120/80 blood pressure the readings are massively inaccurate; commonly reading in the 180s/70s. They also tried recalibrating pressure reading and that did nothing to help the problem. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, an analysis could not be performed and the alleged malfunction could not be confirmed. A repair quote was provided to the customer; however, the customer declined the quote, and the device was not made available for further investigation. A review of the service history for this device confirms the problem has not been reported again for this device. Based on the available information, the reported product malfunction could not be confirmed. No further information is available at this time.